Event description:
The patient was reportedly experiencing swelling over the implant site. The company was informed that the patient decided to explant the device. Surgery date has not been scheduled.